Manufacturer narrative:
No device or photos were provided, therefore, the condition of the devices is unknown. The part and lot numbers of the devices were not provided, therefore, the device history records or complaint histories could not be reviewed. These devices are used for treatment. By the nature of the article, these devices were not used in approved and compatible combinations. Zimmer biomet has not confirmed the compatibility of this combination of devices, and this is considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation per the surgical technique. Relevant medical histories and adherence to rehabilitation protocols are unknown. Definitive root causes for these reported events of incompatible device combinations cannot be determined with the information provided.

Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://www.tandfonline.com/doi/full/10.3109/17453674.2015.1074483 this report will be amended when our investigation is complete.

Event description:
It was reported that 1048 patients underwent a hip arthroplasty where zimmer trilogy acetabular cups were used in conjunction with uncemented depuy corail stems. Unknown brand metal heads and polyethylene liners were used in combination with the cups.